Manufacturer narrative:
(B)(6). The device was not received for evaluation; however, the customer reported that the one-link connector was not tightened prior to use. Proper use instructions are provided on the labeling on the device's packaging. Per the product labeling, the user should ensure that all in-line luer connections are secure prior to use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type catheter extension set leaked during infusion to an obstetric patient. The reporter stated that the one-link luer connector had not been tightened when the device was removed from its packaging. The device was connected to the patient¿s IV. During infusion, the reporter noted that approximately one liter of IV saline solution, mixed with blood, had spilled on the floor. The one-link connection was tightened to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.